Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Note: acknowledgement 2 for this report was received on sep. 22, 2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On oct. 19, 2022 esg responded requesting to resubmit the MDR. Therefore, this MDR is being resubmitted at the request of cdrh on (B)(6) 2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics of the intraocular lens (iol) was noticed to be scarred peripherally during implantation. The iol was left implanted due to risk of capsule tear. The damage to the haptic was not in the visual axis. There was no reported patient injury. No additional information was provided.